Event description:
Customer reportedly noted the interlock system was not working. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.